Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts between the seventh and tenth most proximal stent rows were stretched and damaged. This type of damage is consistent with the stent encountering resistance during advancement of the device. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the inner and outer were kinked at 77 mm proximal to the bi-component bond. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x38mm promus element¿ plus stent was advanced but was unable to cross the lesion. It was then noted that the stent strut was lifted. The device was completely and directly removed from the patient. The procedure was not completed. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x38mm promus element plus stent was advanced but was unable to cross the lesion. It was then noted that the stent strut was lifted. The device was completely and directly removed from the patient. The procedure was not completed. No patient complications were reported and the patient's status was stable.